Event description:
Customer received a result of 75 mg/dl on the aviva nano system, and a result of 401 mg/dl on the mobile system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number 491922, expiration date 03/31/2015). (B)(4).